Event description:
The pt's mother reported the ok button was not responding on the keypad. The ok button required several presses to elicit a response. The button does not click or spring back. The reporter denies damage to the keypad or exposure to water and cleansing solvents.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.